Event description:
A surgeon reported a pt with an unexpected postoperative refraction with residual cylinder following intraocular lens (iol) implant surgery. The surgeon reported that at the one week postoperative visit, the iol was ten degrees off the intended axis. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 12/06/2010 and 12/06/2010 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).